Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side "looks, and feels different." And "rupture ". Healthcare provider reported that device was apart of the recall and confirmed rupture via mammogram. Device has been explanted and replaced.